Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this single-chamber pacemaker device exhibited threshold measurements on the right ventricular (rv) lead that had increased and were above 3 volts. The rv lead pace impedance was noted to be 750 ohms in both the unipolar and bipolar configurations. This impedance value is low but within normal specification limits. The patient was indicated to not be pace therapy dependent. As a result of the threshold and impedance measurements, the physician decided to explant both the pacemaker device and the rv lead. The products were replaced with a dual-chamber pacemaker system implanted four days later. The explanted pacemaker device and rv lead were noted to be in possession of hospital pathology and will not be returned.